Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue sheath 45x45 was selected to implant a device. During the procedure, sheath insertion in the delivery sheath became damaged. The proximal to radiopaque band was damaged and did not have a smooth transition. A new 14f amplatzer torqvue sheath 45x45 was attempted. The second delivery sheath also became damaged and dilator was splayed apart when removed. A non-abbott device was then inserted successfully and a third 14f torqvue sheath 45x45 was inserted thru the non-abbott device that successfully completed the procedure. The patient is stable

Manufacturer narrative:
An event of material split, cut or torn (split sheath/dilator tip) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during the procedure, sheath insertion in the delivery sheath became damaged at the proximal to radiopaque band and did not have a smooth transition. Then, a new second delivery sheath was used and there was resistance when inserting into the femoral vein and dilator was splayed apart when removed. Additionally, the delivery system did not contact with the guidewire. Then, a non-abbott device was then inserted successfully and a third 14f torqvue sheath 45x45 was inserted thru the non-abbott device that successfully completed the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of dilator been slayed apart and sheath being damaged was reported. The investigation at abbott found that sheath was kinked and the tip of dilator was damaged split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There was resistance when inserting into the femoral vein and dilator was splayed apart when removed. A new second delivery sheath was used and the procedure was successfully completed. The cause of the reported incident could not be conclusively determined, however could possibly be related to the damage during use. Abbott is performing further investigation to monitor this issue.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue sheath 45x45 was selected to implant a device. During the procedure, sheath insertion in the delivery sheath became damaged. The proximal to radiopaque band was damaged and did not have a smooth transition. A new 14f amplatzer torqvue sheath 45x45 was attempted. The second delivery sheath also became damaged and dilator was splayed apart when removed. A non-abbott device was then inserted successfully and a third 14f torqvue sheath 45x45 was inserted thru the non-abbott device that successfully completed the procedure. The patient is stable.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer torqvue sheath 45x45 was selected to implant a device. During the procedure, sheath insertion in the delivery sheath became damaged. The proximal to radiopaque band was damaged and did not have a smooth transition. A new 14f amplatzer torqvue sheath 45x45 was attempted. The second delivery sheath also became damaged and dilator was splayed apart when removed. A non-abbott device was then inserted successfully and a third 14f torqvue sheath 45x45 was inserted thru the non-abbott device that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.